Manufacturer narrative:
The investigation is still pending. When additional informations are provided and the investiagtion is completed, a follow up will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a m.blue valve what happens is the valve clearly works for few weeks, then needs to go all the way down to 0 to carry on working. This one came back today completely blocked. The valve was removed on (B)(6) 2020. Patient informations are not available.

Manufacturer narrative:
Investigation result: visual inspection: the following observations were made during the visual inspection: scratches on the housing, deposits in the inlet spout. Permeability test: the test showed that the m. Blue is non-permeable. Adjustability test: the m. Blue gravitational unit was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the m. Blue was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, some deposits were found in the m. Blue. Results: based on our investigation, we are able to substantiate the claim of "blockage". We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
New product information and the device for evaluation are available and will be submitted with this follow up. Intake of the product for evaluation: 12/21/2020. More patient information are not available. It was reported that the valve is completely blocked. Date of implantation: on (B)(6) 2020, date of removal: on (B)(6) 2020.